Event description:
The pt contacted lifescan and alleged the one touch ultra mater was reading inaccurately erratic. The readings were 120 mg/dl, 210 mg/dl and 249 mg/dl taken within 10 minutes. This does not meet lifescan criteria for precision. No symptoms of high or low blood glucose were reported and no medical attention was sought. The customer care representative performed troubleshooting and twice the control solution test did not pass. Based on the info obtained from the pt the event is reported as a product malfunction, due to the control solution test failing. The test strips were replaced with return expected. The control solution was replaced.